Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "noise" was found. During service, the device's pre-repair diagnostic assessment noted "rattle noise." If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was noted that the device experienced "noise." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.